Event description:
Caller reported a malfunction on the pump, specifically with malfunction code 16, which continued even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by cts in resetting the pump, and since the issue persisted, cts arranged to replace the pump. Customer will use a backup insulin pump in the meantime and was instructed on storing the defective pump and returning it with the provided prepaid label.